Event description:
It was reported that a physician's office was having problems with their (B) (6) handheld device. The physician indicated that they did not charge the device between uses and it was taking a long time to get to the main screen each time they turned it on. The site indicated they could get to the align screen but would not be able to get past that screen. The physician was sent a replacement handheld and the old handheld has been returned to the MFR. Product analysis is currently in process and has not been completed at this time.